Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument blade broke in two places. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer instrument was analyzed and cannot verify external event to be related to the customer reported complaint. Visual inspection displayed no signs of blade damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument cut and sealed without any issues on 2 of 2 attempts. The instrument passed the electric continuity test. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Additional findings not related to customer reported complaint: the instrument was found to have a bent main tube. The bending damage is at the distal end. No pieces were found broken on the instrument. The complaint was not confirmed by failure analysis.